Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple malfunction alarms over the past three nights and the pump has stopped all insulin delivery. Following the malfunction the pump shut off. The customer was able to turn the pump back on and resume insulin delivery after reloading the cartridge. Customer reported blood glucose level was 168 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.